Event description:
It was reported to philips that the allura system did not boot up. The device was not in clinical use. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the hard disk drive which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon functional testing, the fse checked the bios; the hard disk could be found but it couldn¿t boot. To resolve the issue the fse fixed the hard disk by using winpe/bootstrap repair tool. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.